Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the tempus pro - "one of the buttons is clicking itself (green phone button on front of unit)". After boot-up unit goes to corsium reach back screen. There was no patient involvement at the time of the event; therefore, no patient or user consequences occurred.